Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead was showing noise and causing inhibition. The doctor opened the pocket and the lead tested normal via an analyzer. The physician suspected a loose connection of the lead in the device header. The physician plugged the lead back into the device and no noise was noted. A few weeks later the lead was showing noise again. The physician chose to explant and replace the lead and the device. The lead was capped and the device was removed. No patient complications were reported as a result of this event.